Event description:
It was reported that a patient who sent the complaint handling unit experienced infection of ankle arthroplasty and 1 exposed screw following an implant procedure. It was reported that one of the screws was also exposed through poor lateral granulation tissue. The original implant date was (B)(6) 2009. The patient was implanted with 2 right titanium synthes small fragment screws, which were placed across the syndesmosis. It was discovered on (B)(6) 2009 that the right ankle exposed hardware with underlying total ankle replacement. It was also discovered that the patient had wound infection of lateral wound. The syndesmosis screws were becoming more prominent. The distal syndesmosis screw backed out in setting of non-union, which exposed through poor lateral granulation tissue. The surgeon performed a hardware removal on (B)(6) 2009. The exposed screw was removed. The prior incision was carried proximal and the second screw was removed. The wound was debrided including use of curette on the track of the exposed screw. Cultures taken from the bone and deep wound. Based on the medical records, a hardware removal procedure was successfully completed with no complications. This report is for the 2 titanium synthes screws. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional surgery for an infection of the total ankle arthroscopy on (B)(6) 2009 has been reported under (B)(4). This report is for the 2 titanium synthes screws, part and lot numbers unknown. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.